Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer reported that aux drawer 6.1 failed and there was no option available to recover the drawer. The user was unable to open the drawer. Troubleshooting steps were performed, including recovering the storage space and rebooting the station; however, the issue persisted the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the loose row board header connection causing failure on auxiliary 6.1. A field service engineer cleaned and reseated row board cable header connection on drawer board to resolve. The system functioned as intended after the field service engineer repaired the device.